Event description:
It was reported that the patients right knee was revised due to instability.

Manufacturer narrative:
An event regarding instability involving a x3 triathlon cs ins size4 11mm was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation. Not performed as no medical records were provided. Device history review indicated that all devices accepted into final stock met specifications. Complaint history review indicating that there have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients right knee was revised due to instability.

Manufacturer narrative:
Additional devices listed in this report: unknown cr femoral component - right. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.